Event description:
Event description guidant received information that this right ventricular lead had dislodged, resulting in elevated thresholds and phrenic nerve stimulation. The lead was then successfully repositioned from the apex to the septum.